Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received a sensor error and calibration error alert. Customer does not recall any significant events leading to the error. Customer's blood glucose was 33 mg/dl at the time of incident. Troubleshooting was done for calibration error and customer was advised to monitor pump and sensors. The customer was advised that the device would be replaced and customer declined to return the sensors for analysis. No further information was given.